Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The catheter was flushed per IFU during the procedure. No other causes or contributing factors for the premature deployment were identified.

Event description:
Medtronic received a report that the patient was undergoing treatment for a tuberculosis aneurysm with a max diameter of 8.3 mm and a 5.2 mm neck diameter, classification by bouthillier was ophthalmic (c6). It was reported that after performing preparation to use the subject product, an attempt was made to deliver the stent into the mic rocatheter, at which point resistance was felt and stent stuck at the hub . While slightly pulling back, the pipeline protective sheath was reconnected to the hub and the stent was advanced, but the same resistance was encountered. When it was then pushed in forcefully, the stent deployed within the hub. The microcatheter was not retracted and slack was not eliminated in an attempt to resolve the device being stuck. No damage to the catheter was observed. No damage to the delivery pusher was observed. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232476590); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.